Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty procedure. I received a depuy 50 mm cup pinnacle sector ii cup, metal on metal liner 36 mm x 50 mm, an articul/eze m metal on metal femoral head, 36 mm +8.5 offset, and a summit tapered hip stem, standard offset, size 4. On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I received a depuy 54 mm cup pinnacle sector ii cup, metal on metal liner 36 mm x 54 mm, an articul/eze m metal on metal femoral head, 36 mm +5 offset, and a summit tapered hip stem, standard offset, size 4. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area and right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: left hip avascular necrosis with secondary osteoarthritis. Arthritis, right hip.